Manufacturer narrative:
(B)(4). Baxter has received similar reports for the reported problem. The root cause investigation is in progress through (B)(4). A service history review revealed no previous service events were related to the reported condition.

Event description:
The facility representative reported a colleague infusion pump that experienced an 808:02 failure code twice (x2) on the reported occurrence date of (B)(6) 2011. It is unknown which process step this event occurred during. Upon review of the event history by baxter quality engineering, it was determined that this condition caused an interruption of delivery. There was no report of patient involvement, and therefore no report of patient injury or medical intervention. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump that experienced an 808:02 failure code was confirmed by baxter quality engineering. The assignable cause was determined to be a defective pump head module. The pump head module was replaced to resolve this condition. Should additional information be received, a follow-up medwatch will be submitted.